Event description:
Customer reported no reactivity with vra127 cells 3 and 4 (jka+, jkb-) and cells 6 and 8 (jka+, jkb+) and a pt sample confirmed to have anti-jka present in their plasma. Customer indicates their understanding that the anti-jka may or may not exhibit dosage. The customer initially tested the sample against the device, which yielded a 1 + reaction against cell I and a w+ reaction against cell ii. Customer then tested the sample against vra127. The anti-jka was ruled out, but no conclusive antibody was identified. Customer repeated the described panel testing with a 30 min incubation and the results were still consistent. Customer only observed w-1+ reactivity against cells 1, 5, 7, and 11. Customer sent the sample to their reference laboratory. Reference lab identified the anti-jka. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the presence of the jka antigen. Results were satisfactory.